Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that all buttons do not respond to commands. Customer stated that she has changed the battery problem persist. The customer was advised that we will send a replacement pump.

Manufacturer narrative:
All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.